Manufacturer narrative:
The recipient reportedly experienced a skin flap infection. The recipient's infection has resolved.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the electrode ground ring and along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a cut electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced an infection with seropurulent secretion. The recipient's device was explanted. The recipient was implanted on the contralateral side.